Manufacturer narrative:
A field service engineer was dispatched to the customer site. The vacuum pump oil was replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. Initial reporter phone #: (B)(6). Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of an "oil and gas" smell emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue and system risk analysis (sra). ¿trending analysis of the odor/smells issue for the sterrad 100s unit was reviewed for the previous six months and no significant trend was observed. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." ¿no parts were available for return and further analysis. The assignable cause of the odor/smells issue is likely due to the oil mist filter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Additional information was received on 7/2/2020: the oil mist filter was replaced in addition to the vacuum pump oil to to resolve the odor/smells issue. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Asp complaint ref #: (B)(4).